Manufacturer narrative:
(B)(4). The sample was returned and an evaluation was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clamp function testing and clear passage testing and device-device interaction testing were performed with no issues noted. The error was not duplicated and the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air and fluid in set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of six of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the caregiver with disconnecting the patient and opening the door to remove the cassette. The patient would perform continuous automated peritoneal dialysis to complete therapy. The technical service representative advised the caregiver to contact their registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.